Manufacturer narrative:
Further information was requested but not received. Interrogation results were normal, visual screen was acceptable, and device image download successful or attempted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient experienced an infection. It was also noted that the right atrial (ra) lead exhibited an unspecified issue. The full system, including the implantable cardioverter defibrillator (ICD), the right atrial (ra), and the right ventricular (rv), was explanted. There were no patient consequences.